Manufacturer narrative:
Damaged articulation gear teeth. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no reload present. The returned device was tested for functionality with a test reload on the 3 articulated positions; when fired to the left the staple formation was conforming, however, when fire in the center and right position, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the device did not flex when testing before use. There were no adverse consequences for the patient.